Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area due to a possible puncture in the cassette after ending their pd treatment. The patient reported receiving air detected in cassette and drain complication alarms. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. There was an air detected in cassette warning during fill 1 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out from a possible puncture in cassette. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. There were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area due to a possible puncture in the cassette after ending their pd treatment. The patient reported receiving air detected in cassette and drain complication alarms. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. There was an air detected in cassette warning during fill 1 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out from a possible puncture in cassette. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. There were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.